Manufacturer narrative:
While there was no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for eval, though results are not available as of this report.

Event description:
In this event, it was reported that a x-smart dual apex locator provided incorrect measurements; no injury resulted.